Event description:
It was reported that a pump refill was performed. Upon reading the pump three alarms had occurred. Elective replacement indicator (eri) occurred on (B)(6) 2013. The low reservoir alarm occurred (B)(6) 2013. The empty reservoir alarm occurred (B)(6) 2013. The doctor and the patient were unaware. The patient is doing fine and has not experienced any symptoms. The doctor aspirated the pump and got 4 ml of drug back. Hcp then proceeded to fill the pump with the medication. The doctor is aware the pump will stop on (B)(6) 2013. They are planning to change the pump out on (B)(6) 2013. The patient has not experienced any adverse events. The pump was delivering baclofen. Additional information reported the drug was gablofen. The patient was doing well on (B)(6) 2013 when the doctor refilled the pump. The pump was replaced. The patient was doing fine with no complaints.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).